Manufacturer narrative:
(B)(4). Batch # r5c37v. Additional information received: patient current status: normal, no patient consequences noted. No post operative care of patient changed due to this event. Investigation summary: the analysis results showed that one gst60g reload was received fully fired, with the pan detached from the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, doctor tried to use gst60 with plee60a combination. During the use of gst60 reloads after firing the reload the cartridge is unable to unload. Upon very difficulty when removed found that metal base of the cartridge is loosened and stuck in the cartridge jaw. This same scenario repeated for two reloads among the six reloads used. Scrub nurse attempted to remove the stuck metal base from cartridge jaw. Procedure was delayed by fifteen minutes. Procedure was successfully completed. Patient consequences were not reported.